Manufacturer narrative:
A visual inspection was performed on three opened and used enlite sensors. Found one of three sensors was returned with the sensor needle bent inside of the sensor base, the second sensor was found with the insertion needle broken and bent inside of the sensor base. Unable to confirm if the customer received the sensors damaged due to they were returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had issues with 3 sensors. It was reported that one of the sensors had missing cannula. It was reported that he second sensor would not fire out of serter. The third sensor could not get needle hub out. The customer's blood glucose level was reported to be 252mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensors would be replaced and returned for analysis.